Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio high. Results as follows: meter-inr: 5.7; lab-inr: 1.7. Caller is not person who performed test, didn't have any details. Did test on a normal person and meter tested within range for a normal person (0.8-1.2). Caller stated nurse feels meter is not measuring correctly, but didn't give specifics.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.7; reference: 1.7; mean: 3.70; confidence limits: 2.2-5.3. Summary: end-user claims discrepant accuracy. Customer results analyzed in-house. Discrepant test record was reviewed. In-house accuracy test done on retained strip ln 213040a; accuracy met criteria. Strip deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. In-house accuracy test: meters (B)(4). In-house meters (B)(4); retained strip ln: 213040a (strip (B)(4)); comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for this lot are within the allowable bias. These meet the above criteria. No further action required. No strip deficiency established.